Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient had a valve infection. This lead was removed as a precautionary during the antibiotic therapy. There were no additional adverse patient effects reported.